Manufacturer narrative:
(B)(4). Section d4: serial number intentionally left blank as the information is not applicable section g4: no 510(k) number was included due to the subject device being a class 1 device, therefore, exempt from PMA pathway to regulatory approval. Method: the complaint bc190 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation as the device was discarded by the customer. Our investigation is based on the photograph and description of events provided by the customer, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing of the bc190 flexitrunk infant nasal tubing was observed to be torn between the 5th and 6th filament form the midline connector, confirming the reported fault. Conclusion: without the return of the subject device, our investigation was unable to determine the exact cause of the observed damage. All bc190 bubble CPAP system are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc190 bubble CPAP system state: "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc190 bubble CPAP system.

Event description:
A distributor reported on behalf of a healthcare facility in china that the tubing of a bc190 flexitrunk infant nasal tubing was found damaged before patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.